Manufacturer narrative:
A general reagent issue can most likely be excluded, as the customer¿s qc is within specifications. The pinch valve tubing is overdue to be changed so an instrument maintenance issue cannot be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The customer has performed precision testing between their e411, another laboratory¿s e411, and another laboratory¿s e801.

Event description:
The initial reporter received questionable elecsys vitamin b12 immunoassay results for one patient from a cobas e411 disk. The questionable results were not reported outside the laboratory. The customer performed repeat testing on the same instrument as well as different instruments from other laboratories. On (B)(6) 2020, the initial vitamin b12 result was 85.03 pg/ml, and the repeat results were 120.4 pg/ml and 235.1 pg/ml. On (B)(6) 2020, the customer performed a new calibration on vitamin b12. After calibration, the customer repeated the same patient sample and the result was 156.7 pg/ml. For confirmation testing, the customer sent the patient sample to other laboratories and recovered vitamin b12 results of 206.7 pg/ml from a cobas e411 and 194 pg/ml from a cobas e801. Vitamin b12 reagent lot number was 445835 with an expiration date of 31-oct-2020.